Event description:
The customer stated that the paramedics were called to her home due to a blood glucose reading of 11 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. All daily totals matched in the history. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.